Event description:
In 2008, the patient was implanted with a tag thoracic endoprosthesis components. In 2008, the patient underwent a reintervention and was implanted with two additional gore tag thoracic endoprosthesis components. Further information is pending investigation.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note below list of additional devices implanted in this patient: tg3715/04266458, tg4020/05703807.